Event description:
It was reported that the patient was having an increase in seizures and the vns could not be interrogated, which was likely due to battery depletion. Patient presented for replacement and pre-op diagnostics showed low battery and high impedance. Full system replacement was performed. The explanted suspect device was discarded. No further relevant information has been received to date.